Event description:
It was reported that a user swam with a human-use ilet and later observed the cartridge was filled with chlorinated pool water rather than insulin, confirmed by odor and user verification, while blood glucose remained stable. Symptoms included no reported adverse clinical effects. Outcomes included no impact to daily activities and no medical intervention or hospitalization. Investigation included user interview and troubleshooting guidance to monitor system performance. Investigation of this case revealed exposure to water intrusion into the cartridge while in a pool environment. It was concluded that the event involved fluid ingress into the cartridge without clinical harm and with device function otherwise reported as stable after cartridge change.